Manufacturer narrative:
Product event summary: analysis confirmed the reported event; red battery wire was found pinched (wire exposed). Analysis found the black battery wire was pinched (not compromised), display wires were pinched (not compromised), and encoder switch assembly nut was loose.

Event description:
It was reported when the external pulse generator (epg) was powered on, there was a self test error that could not be cleared. The epg was returned for repair. There was no patient involvement.